Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es smells like electrical smoke. A customer indicated that there was a thermal damage reported as malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis smelled like electrical smoke. A field service engineer inspected the station and found no issues behind the back panel. The fse opened the e-door and noticed an acrid smell and slight discoloration on one of the battery covers. The station needed a new battery pack and power supply, as it was unclear which item caused the issue since both had the smell. The fse replaced the backup battery and tested the station's power performance in hardware test application. Escort verified the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es smells like electrical smoke. A customer indicated that there was a thermal damage reported as malfunction. There were no adverse events or injuries reported based on this event.